Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states indicating that the device was heating up. It is known the device was used in surgery and that no injury was reported. It is not known if other medical intervention occurred. There was no add'l info provided.